Event description:
The user facility reported a detachment between the oxygenator and the heat exchanger. Follow up communication with the user facility reported: when the perfusionists removed the oxygenator from the box a defect was identified; a detachment was noticed between the oxygenator and the heat exchanger; the oxygenator was replaced with a new one; there was no patient involvement; and the surgery was completed successfully.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's observation, there was a crack generated partially on the heat exchanger module. Visual inspection of the border area between the oxygenator module and the heat exchanger module found that the heat exchanger module had come off the oxygenator module with the trace of bonding indicating that the two components had been bonded with each other securely. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the actual sample may have been exposed to an excessive shock force by having been dropped during transportation, resulting in the separation of the heat exchanger module from the oxygenator module with the generation of the crack on the heat exchanger module. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.